Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that after approx 26 months of support on the lvad, the pt's pump was exchanged due to a grinding type noise coming from the pump under a stethoscope.